Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient submitted a merlin.net transmission after receiving therapy. The device recorded episodes of what appeared to be far p oversensing. It was noted that the patient received the therapy while working on his car. The clinician suspected the therapy was due to exposure to emi. Normal follow-up will continue.